Manufacturer narrative:
(B)(4). During processing this complaint, attempts were made to gather thorough event information; the physician tried to get a broken piece of the wire out of the vessel with a snare, but it failed. The physician took preservative action and the fragment was left in the vessel. So far, no operation is reportedly needed (information obtained via distributor). The returned guidewire was broken at approximately 8cm distally to the proximal solder which is designed to be located on 11cm from the distal end of the guidewire. At the proximal side of the fracture site, the guidewire was deformed like a hook. The fracture site was observed by a microscope and it revealed that the core wire and the coil wire were fractured at almost the same spot. The core wire was twisted with a strong maneuver. The fracture surface of both core and coil wires were almost leveled; the surface characteristic can be typically seen when the guidewire fractured due to accumulated rotational force. The outer most polymer jacket was also broken along the coil wire. Measuring the guidewire, it was found the distal portion approximately 3cm in length was missing. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it is presumed that rotational force exceeding the product's design limit was applied while the distal portion of the guidewire was trapped by the heavily calcified vessel, and that led the guidewire to break apart. There was no indication of product deficiency. The warnings section of the IFU states that: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction.

Event description:
It was reported that during ppi for treating a heavily calcified lesion in the unidentified vessel, the subject guidewire was used. The wire got stuck in the lesion and when the physician pulled the wire back, it broke.